Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision, left, asr hip resurfacing system, reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Unknown hip. Reason for revision unknown. Update- updated hip side, type of replacement, reason for revision, added surgeon name, added a cup and head taken from claimsuite dated 20th november 2012 left asr hip resurfacing system. Reason(s) for revision: pain. Update 23 july 2015: updated to legal with (B)(4), added manufacture and expiry dates for products. Taken from kennedy alert 17 june 2015.